Manufacturer narrative:
The full lead was returned and analyzed. The inner package/sterile package had extrinsic damaged to the sterile barrier (lid). The analyst commented that the lead was received in seal package. Visually, the plastic packaging that contain the lead was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic packaging that contained the lead was broken which compromised product sterility. The lead was not used. There was no patient involvement.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.